Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including stress testing with a known good test setup without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure - 1001" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.